Event description:
It was reported that during the implant attempt the lead advanced through a tortuous anatomy and seemed to find a good location. However, the lead impedance started to climb steadily within minutes. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.